Event description:
It was reported that the patient recharged for the first time on the date of report, and there was a coupling problem. The patient had poor coupling since the date of report. The battery showed it was recharging, but without any of the eight bars. The cause of event was difficulty charging. The manufacturer's representative (rep) did not think it was device related; however, the rep did not know. There were no further appointments as of (B)(6) 2015. The patient would start charging for a couple of hours every day, to see if he could recharge the battery to full. Troubleshooting included using the antenna locate feature, which showed 56 and 58. The event was not resolved, and the patient still had poor coupling. Two days later, the patient called in and antenna locate was performed. It increased for 58 to 64/66. It was reviewed how to reposition the antenna and press the start charge button. The result was zero coupling. The recharger would not make a good connection with the implantable neurostimulator (ins). In addition, the patient reported the recharger was not charging. The recharger battery was not incrementing. The plug was displayed, the green light was on, but the pin was bent a little. The desktop charger connector was loose. The battery had not incremented since the patient received the recharger on the date of report. Currently, the recharger had been plugged in for over twenty four hours, and had not increased. It was about 25% full. However, the patient was receiving excellent coverage.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97792, lot# n511406, implanted: (B)(6) 2015, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID:: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).